Manufacturer narrative:
A ge service representative performed an on site investigation. The hand-controller was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 7700 system had no x-ray. No patient injury was reported.